Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ breakage'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and systemic lupus erythematosus ('autoimmune disease/ lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/ dental problem"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), breast discharge ("breast discharge") and haematuria ("gross hematuria") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, systemic lupus erythematosus, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, tooth disorder, female sexual dysfunction, psychological trauma, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, breast discharge and haematuria had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, breast discharge, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haematuria, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received : reporters, patient demographics were added. Essure indication added. Added events apareunia, abdominal pain, dysmenorrhea (cramping), pelvic pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, vaginal discharge, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, breast discharge, gross hematuria and patient didn¿t undergo essure confirmation test. Updated event systemic lupus erythematosus (previously reported as autoimmune disease). Updated reported term breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ breakage/device breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included appendectomy. Concurrent conditions included pancreatitis, anemic, testosterone increased, acne, recurrent urinary tract infection, hyperlipidemia, irritable bowel syndrome, seborrheic dermatitis, cholecystectomy, insomnia, nipple discharge, rhinitis, muscle cramps, polycystic ovaries, type 2 diabetes mellitus, gastric cancer and myalgia. Family history included ovarian cancer. Concomitant products included cyclobenzaprine since 2014, hydrocodone bitartrate;paracetamol (hycet) since 2014, hydroxychloroquine and pregabalin (lyrica). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 10 days after insertion of essure. In (B)(6) 2012, the patient experienced systemic lupus erythematosus ("autoimmune disease/ lupus/autoimmune disorder type of disorder: lupus"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced visual acuity reduced ("vision/eye problems type: deterioration of visual acuity"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). In (B)(6) 2012, the patient experienced hyperaesthesia teeth ("dental issues/ dental problem/teeth becomes very sensitive") and underwent artificial crown procedure ("have 8 teeth capped since essure need more done"). In (B)(6) 2013, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depressed/ depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), hypersensitivity ("allergic reactions"), breast discharge ("breast discharge"), haematuria ("gross hematuria"), hair growth abnormal ("hormonal changes describe: hair growth issue"), temperature regulation disorder ("hormonal changes describe: temperature regulation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tremor ("neurological conditions or problems type: shaking"), feeling abnormal ("neurological conditions or problems type: brain fog"), hypoaesthesia ("neurological conditions or problems type:numb hand"), arthritis ("joint inflammation caused by essure/ joints from inflammation"), rash ("rashes"), meniere's disease ("meniers disease"), tinnitus ("ringing ear/ ringing in ears"), dizziness ("dizziness"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), genito-pelvic pain/penetration disorder ("vaginal spasm"), exhaustion ("exhaustion"), arthralgia ("joint pain"), dysuria ("excruciating pain durning when urinating"), abdominal distension ("belly swollen huge") and mass ("bump"), was found to have hormone level abnormal ("hormonal changes") and underwent shoulder operation ("shoulder surgery") and joint surgery ("joint surgery"). The patient was treated with surgery (ablation in (B)(6) 2012 and da vinci diagnostic laparoscopy hysterectomy (full),bilateral salpingooophorectomy,lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, systemic lupus erythematosus, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, hyperaesthesia teeth, female sexual dysfunction, depression, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, breast discharge and haematuria had not resolved, the hypersensitivity, urinary incontinence, hair growth abnormal, temperature regulation disorder, anxiety, artificial crown procedure, tremor, feeling abnormal, hypoaesthesia, shoulder operation, joint surgery, arthritis, visual acuity reduced, meniere's disease, dizziness, back pain, dysuria, abdominal distension and mass outcome was unknown, the rash and tinnitus had resolved and the vulvovaginal pain, genito-pelvic pain/penetration disorder, exhaustion and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, arthritis, artificial crown procedure, back pain, breast discharge, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genito-pelvic pain/penetration disorder, haematuria, hair growth abnormal, headache, hormone level abnormal, hyperaesthesia teeth, hypersensitivity, hypoaesthesia, joint surgery, mass, meniere's disease, menorrhagia, migraine, nausea, pelvic pain, rash, shoulder operation, systemic lupus erythematosus, temperature regulation disorder, tinnitus, tremor, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual acuity reduced, vulvovaginal pain and exhaustion to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: social media received. New events: painful urination, abdominal distention, bump were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ breakage/device breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included appendectomy. Concurrent conditions included pancreatitis, anemic, testosterone increased, acne, recurrent urinary tract infection, hyperlipidemia, irritable bowel syndrome, seborrheic dermatitis, cholecystectomy, insomnia, nipple discharge, rhinitis, muscle cramps, polycystic ovaries, type 2 diabetes mellitus, gastric cancer and myalgia. Family history included ovarian cancer. Concomitant products included cyclobenzaprine since 2014, hydrocodone bitartrate;paracetamol (hycet) since 2014, hydroxychloroquine and pregabalin (lyrica). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6)2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 10 days after insertion of essure. In (B)(6)2012, the patient experienced systemic lupus erythematosus ("autoimmune disease/ lupus/autoimmune disorder type of disorder: lupus"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia"). In (B)(6)2012, the patient experienced visual acuity reduced ("vision/eye problems type: deterioration of visual acuity"). In (B)(6)2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). In (B)(6)2012, the patient experienced hyperaesthesia teeth ("dental issues/ dental problem/teeth becomes very sensitive") and underwent artificial crown procedure ("have 8 teeth capped since essure need more done"). In (B)(6)2013, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depressed/ depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), hypersensitivity ("allergic reactions"), breast discharge ("breast discharge"), haematuria ("gross hematuria"), hair growth abnormal ("hormonal changes describe: hair growth issue"), temperature regulation disorder ("hormonal changes describe: temperature regulation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tremor ("neurological conditions or problems type: shaking"), feeling abnormal ("neurological conditions or problems type: brain fog"), hypoaesthesia ("neurological conditions or problems type:numb hand"), arthritis ("joint inflammation caused by essure/ joints from inflammation"), rash ("rashes"), meniere's disease ("meniers disease"), tinnitus ("ringing ear/ ringing in ears"), dizziness ("dizziness"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), genito-pelvic pain/penetration disorder ("vaginal spasm"), exhaustion ("exhaustion") and arthralgia ("joint pain"), was found to have hormone level abnormal ("hormonal changes") and underwent shoulder operation ("shoulder surgery") and joint surgery ("joint surgery"). The patient was treated with surgery (ablation in (B)(6)2012 and da vinci diagnostic laparoscopy hysterectomy (full),bilateral salpingooophorectomy,lysis of adhesion). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, menorrhagia, systemic lupus erythematosus, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, hyperaesthesia teeth, female sexual dysfunction, depression, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, breast discharge and haematuria had not resolved, the hypersensitivity, urinary incontinence, hair growth abnormal, temperature regulation disorder, anxiety, artificial crown procedure, tremor, feeling abnormal, hypoaesthesia, shoulder operation, joint surgery, arthritis, visual acuity reduced, meniere's disease, dizziness and back pain outcome was unknown, the rash and tinnitus had resolved and the vulvovaginal pain, genito-pelvic pain/penetration disorder, exhaustion and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, arthritis, artificial crown procedure, back pain, breast discharge, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genito-pelvic pain/penetration disorder, haematuria, hair growth abnormal, headache, hormone level abnormal, hyperaesthesia teeth, hypersensitivity, hypoaesthesia, joint surgery, meniere's disease, menorrhagia, migraine, nausea, pelvic pain, rash, shoulder operation, systemic lupus erythematosus, temperature regulation disorder, tinnitus, tremor, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual acuity reduced, vulvovaginal pain and exhaustion to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: plaintiff fact sheet and medical record was received. Medically confirmed case. Event added from pfs- urinary incontinence, hair growth issue, temperature regulation disorder, abnormal bleeding (vaginal), anxiety, teeth capped, shaking, numbness in hand, joint surgery, shoulder surgery, joint inflammation, deterioration of visual acuity, rashes, meniere's disease, ringing ear, dizziness, vaginal pain, back pain, vaginal spasm, exhaustion, joint pain. And previously reported event- psych injury updated to event- depression and dental problem updated to sensitive teeth. Reporter information, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, autoimmune disorder, hypersensitivity, tooth disorder, dyspareunia and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device breakage, dyspareunia, hypersensitivity, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.